Event description:
The suture was used during a prostectomy. Reportedly, the pt had an allergic reaction to the suture. The surgeon performed a re-operation to correct the condition. The hospital has reported the pt's condition is satisfactory.